Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/09/2025, the user reported that her sensor had expired and she would not have a replacement until the next day. The user entered a fingerstick blood glucose (bg) value of 273 mg/dl into the ilet to maintain insulin dosing in bg-run mode. No further issues or symptoms were reported.